Event description:
It has been reported to philips that the system would not x-ray. The system was in clinical use. The patient was moved to another room to complete an angiography procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the velera cube board, sibbox and the foot switch. The fse replaced the velera cube board, sibbox and the foot switch. After the replacements the system was returned to use in good working order.